Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a guidewire tip separated and was unable to be retrieved. Right femoral access was gained. The 80-90% stenosed target lesion was located in the mildly calcified distal left anterior descending artery which was ~15mm in length. A 185cm kinetix¿ guidewire was in use along with apex balloon catheters. After crossing the lesion, the tip broke off inside the patient's artery. A wire prolapse was noted during the case prior to the separation. Retrieval attempts were unsuccessful. There were no further complications reported and the patient status was fine.